Event description:
A customer reported a malfunction on their insulin pump. There was no reported adverse impact to the customer. Technical support provided information on resetting the pump and assisted the customer in completing the reset. After the reset, the malfunction code did not recur, and the customer was advised that they could continue to use the pump and to call back if the issue reappeared.